Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 41 mg/dl. The customer consumed juice to treat bg level. System check with tandem technical support showed that the pump was performing as intended; however, the bolus history showed a bolus request of 20 units had been over delivered by the user. Reportedly, the customer had transposed the blood glucose (bg) value and carbohydrates amounts when entering values into the pump. Review of pump data by tandem technical support confirmed that the bolus request had been delivered accidentally by the customer due to user error. The customer acknowledged the information. It was confirmed that the customer has manual injections available as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.